Event description:
It was reported a leak (air and fluid) was noted on the sideport during an af procedure. There were no consequences to the pt.

Manufacturer narrative:
One 8.5f braided swartz introducer and one dilator were received for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, functional testing revealed a leak during testing which was caused by a tear in the top half of the seal. However, it is uncertain what caused the seal to tear.